Event description:
The manufacturer received information alleging a patient expired while using a ventilator. When the patient was found, the device was reportedly found in the off position. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation

Manufacturer narrative:
The manufacturer previously reported a patient allegedly expired while using a ventilator. When the patient was found, the device was reportedly found in the off position. The device is not being returned to the manufacturer for evaluation. The manufacturer reviewed the downloaded device event logs provided. The review of the device event logs shows that on the date of the reported event, (B)(6) 2015, there were no errors logged that would indicate a malfunction occurred. The device event logs shows that on (B)(6) 2015, from 00:28:29 to 06:35:00, the device alarmed continuously for "check circuit" condition. The device was then manually turned off. The device was turned back on at 06:35:57 and was continuously turned on and manually turned off until 21:11:32. Following this event, the device was not powered back on (B)(6) 2015. If the device is returned for evaluation, a follow up will be provided with any additional information. The manufacturer concludes the device had no error codes indicative of a malfunction on (B)(6) 2015. The device operated and alarmed to design specifications.